Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a device change out procedure for eri, no sensing was observed on the right atrial lead. Brief episodes of noise were also noted on the egm. Fluoroscopy showed ra lead appeared pulled back. The ra lead was capped, and a new ra lead was implanted with new generator on (B)(6) 2020. The patient tolerated the procedure with no issues and was stable after the procedure.